Manufacturer narrative:
B3 - date of event is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported incomplete coaptation cannot be determined. The reported mr is a cascading effect of the reported slda. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on march 16, 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclip xtws were successfully implanted. The mr was reduced to trace. On an unknown date, the patient returned symptomatic. An echocardiogram was performed and revealed recurrent mitral regurgitation (mr) and that the first previously implanted mitraclip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The other implanted clip remained stable on both leaflets. On an unknown date, to treat the slda, the patient underwent a mitral valve replacement surgery. No additional information was provided.